Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the impedance issue occurred ¿years¿ after surgery. The impedances did not resolve. The cause of issue was determined to be that specific contacts were out of range and not able to be used in programming. The contacts with the specific impedance issues were programmed around. The patient reported good coverage and paresthesia upon leaving the visit. There was no other troubleshooting, intervention or other action taken to resolve the event known to the manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3887-33, lot# l79600, implanted: (B)(6) 2000, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported the patient had no stimulation sensation that started the day of this report. The patient stopped feeling stimulation while driving to los angeles and they had raised all of their settings on programs a, b, c, and d with no success. There was no known accident or incident related to the complaint. The patient programmer and recharger had been charging, but "would not stimulate." It was clarified the patient was getting a connection with the recharger and it was flashing 1/2 to 3/4. The patient did have a lightning bolt on the recharger and they turned the stimulation all the way up, but they were not feeling any stimulation. The patient could not feel stimulation no matter what setting the device was on and they tried programs a, b, d and d. Additional information from a manufacturing representative indicated that low out of range impedance value were measured. The patient had charged the implantable neurostimulator (ins). An x-ray was done and the leads were connected to the extensions and no fracture or disconnection was seen on the x-ray. The patient was programmed with 0-3 and 8-11. Upon interrogation the patient was at 7.6 volts using 8+, 9+, 10-, 11-. Electrode impedance was checked at 3 volts. Reference 0 had impedance values of: (1 and 2) less than 150 ohms, (3) 4396 ohms, (10) 4625 ohms. Reference 1 had impedance values of: (0, 2, and 3) less than 150 ohms, (9) 4123 ohms, (10) 4598 ohms. Reference 8 had impedance values of: (10) 4356 ohms. The patient was reprogrammed using 8+ and 11- and the patient felt stimulation at 3.2 volts. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient¿s device had not been working for a while and was going in for surgery in the following week to get some revisions done to his implanted device. It was noted that the device stopped working in the middle of (B)(6) 2014. The patient met with the manufacturing representative a couple of days prior to the report and they got the device partially working, but the patient would need to go in for revisions. It was noted that they were going to add a wire and a ¿jumper.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.